Event description:
Customer reports unspecified pain following hernia repair. Patient states he must take pain medication to get through a day. No further verifiable information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. If additional information becomes available, a supplemental 3500a form will be provided accordingly.